Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. Iol (intra ocular lens) returned in three segments on a plastic slide. One haptic is broken/torn, the other haptic is intact. The optic is cut in two with a piece missing. There is solution dried on the iol. No other observations the root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for another lens model 15 months 19 days following the initial procedure. Clinical reason for explant was mentioned as complication of implanted iol. Additional information has been received and patient had undergone yttrium aluminum garnet (yag) laser surgery and there was no patient harm. In the surgeon¿s opinion patient brain unable to tolerate extended depth of focus effect.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).